Event description:
The user received questionable results for multiple assays on the module core analyzer (p1). The event involved one patient sample which gave discrepant results for creatinine plus (crea). The initial result was 0.2 mg/dl. The sample was repeated on another module (p2) which yielded a repeat result of 1.0 mg/dl. The initial result was reported outside the laboratory. The user considered the repeat result to be the correct result for this patient sample. No adverse events have been alleged regarding this event. The reagent lot numbers for crea r1 was 62855001 and r2 62800401. The field service representative determined the lamp was misadjusted as the cause. He replaced reaction cells and reinstalled the lamp. Performance tests were run which were acceptable.